Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. There were no signs of thermal damage observed. The components adjacent to the damaged wire insulation did not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument was noted to have leak at the head of the insulation. The procedure was completed as planned with no reported patient injury and with no delay. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the damage was detected in the sterilization process. The wire was not exposed due to damaged insulation and was intact, not broken in half. There was no loss of fuel elements associated with a damaged cable. There was no evidence of thermal damage at the site of insulation damage. The instrument did not collide with another instrument or tool during the procedure. There were no problems removing the instrument through the cannula. The patient was not injured by the defective insulation.